Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was received and analyzed. There were no anomalies found. Additional findings of the proximal conductor blood/body fluid (not obstructed), an outer insulation breached cut, and blood in/on helix mechanism along with apparent explant damage.

Event description:
It was reported that following implant there was a perforation of the interventricular septum. The lead was removed and replaced. No further patient complications were observed as a result of the event.